Event description:
Twos (t-wave oversensing) and noise on rv (right ventricular) lead. Noise on ra (right atrial) lead, reproduced with pocket manipulations and isometrics. Reference report: mw5147386. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).